Event description:
It was reported that almost ten years after implant, the patient developed a systemic infection. The source of the infection is unknown. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b ipg, (B)(6) 2004. (B)(4).